Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) prematurely.

Event description:
Guidant received info that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) prematurely.